Event description:
The customer reported that there was a problem with the lead that connects the monitors to the c-arm. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into service.